Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite the reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned due to physicians preference.